Manufacturer narrative:
Philips received a complaint on the m3535a heartstart mrx monitor/defib indicating that the device did not pass a self-test. The event was outside of use and there was no reported patient nor user harm. Results of onsite functional testing indicated that the memory card is defective. The internal memory card was replaced and the device was returned to service. The defective memory card is not available to be returned for additional investigation as it's logistics handling code is to scrap if defective. The device was operational after repairs were completed and remains at the customer' site. No further action is required at this time.

Event description:
It was reported to philips that the heartstart mrx device test did not pass. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.